Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 46 alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. No missing serial number label or end cap address label noted. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Device received with serial number label fading and end cap address label fading.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicate that the insulin pump had power shut down and watchdog test during self test alarm. Customer reported damaged and missing stickers. Insulin pump kicking out from the auto mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.